Event description:
It was reported that the patient had problems with the right leg after turning stimulation on. The patient fell. The right leg swelled and appeared infected. The patient was instructed to turn the stimulation off. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The date reported is an estimate; the actual date had not been provided by the date of this report. The manufacturing records were reviewed and no relevant nonconformities were found.